Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73f2200697 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the packaging of the staplers are broken at the corner. That makes their use impossible because of breach in sterility.

Event description:
It was reported that the packaging of the staplers are broken at the corner. That makes their use impossible because of breach in sterility.

Manufacturer narrative:
(B)(4). The customer provided five photographs for analysis. The complaint of broken package - sterility compromised was able to be confirmed by the photographs. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging was observed to be damaged at the corner of the tray next to the cover block and opposite the lidstock. There is a mark near the tip of the device where the staples are ejected, but there is not a clear hole that passes through the tray at this location. The packaging was also observed to be cracked along the top left edges of the tray. The sterile barrier of the returned sample is compromised due to the packaging damage. A CAPA has been opened to further investigate this issue. A dimensional and functional inspection was not required as a part of this complaint investigation. The device history review for the product visistat 35r 6/box lot# 73f2200697 investigation did not show issues related to the complaint. The reported complaint of broken package - sterility compro mised was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. A CAPA has been previously opened to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.